Event description:
It was reported that the lead was implanted in the intrathecal space. It was removed and replaced with a 2x8 paddle. Patient status at the time of the report was alive no injury. There were patient symptoms associated with the event that included a headache at the lead location. Therefore, actions required as a result of the event was a revision and a replacement. Diagnostic testing or troubleshooting was not performed.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 77a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).